Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found to be abnormal. The serum turns red after gel separation. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "tubes with poor separation quality with dirty walls, clot residues and when handling the tube, the serum turns red after gel separation.".

Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and fibrin was observed. Additionally, 75 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found to be abnormal. The serum turns red after gel separation. This event occurred 800 times. The following information was provided by the initial reporter. The customer stated: "tubes with poor separation quality with dirty walls, clot residues and when handling the tube, the serum turns red after gel separation."